Event description:
It was reported that they had a doctor appointment today and the mdt rep was made aware of the patient(pt) programmer buttons are sticking and not responding. And instructed to have the controller replaced. Pt states the implantable neurostimulator (ins) power on button, the plus button and the power button are hard to press and they are not responding. Agent sent request to repair to replace the patient programmer. Pt states they have not been using the therapy for over a year because they didn't feel like it was helping, then states they use the therapy off/on but then states the issue could have been that the patient programmer was not working not that the issue may not have been the therapy. Pt states about 3 weeks ago they had an MRI that showed that they had arachnoiditis and that "something was wrapped around it and it was not working right". Agent asked pt to clarify and pt states they are not sure of what they were referring too. Pt states they could have been referring to the leads. Pt states the reps today told the pt that they interrogated the ins/leads and confirmed everything is working as it should. Pt will follow up with the managing physician if replacement does not resolve the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jul-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.